Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error during manual prime. The customer then filled another reservoir, performed a manual prime, and the insulin exited. The customer stated that the device alarmed motor error multiple times during a fixed prime. Troubleshooting was performed. The customer was able to rewind the insulin pump successfully. Ran a displacement test and the test failed. Advised the customer to discontinue use of the device and to revert to back up plan. No further information was provided.